Manufacturer narrative:
The customer reported that one of the bsms that is being monitored by their department's cns has gone into "comm loss". Technical service (ts) asked the customer to please check the bsm and ensure all cables were properly connected. The customer reported that the network cable was partially connected so ts asked the customer to completely insert the cable. Ts asked the customer to check to see if the cns was still showing comm loss and the customer informed ts that it was no longer in comm loss and customer was able to see all patients. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) loss communication with the bedside monitor (bsm).

Manufacturer narrative:
Details of complaint: the customer reported that one of the bsms that is being monitored by their department's cns has gone into "comm loss". Technical service (ts) asked the customer to please check the bsm and ensure all cables were properly connected. The customer reported that the network cable was partially connected so ts asked the customer to completely insert the cable. Ts asked the customer to check to see if the cns was still showing comm loss and the customer informed ts that it was no longer in comm loss and customer was able to see all patients. There was no patient injury reported. Investigation summary: the root cause of the issue was determined to be incorrect cable connection from the network to the cns rendering it unable to communicate with the peripheral device, in this case the bsm. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was attributed to a loose cable and not to nk device malfunction. The following fields are not available (n/a) to this report: e1 email address. The following fields contain no information (ni), as an attempt to obtain information was made, but the customer could not be reached: a2 - a6 the following device was used in conjunction with the cns: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni manufacturer references # 300248221 - 105648 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) loss communication with the bedside monitor (bsm).